Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that since implant the patient couldn¿t sit in the reclining or laying position because they got a ¿jolt¿ and the machine comes on full force and doesn¿t stop until they stand up or sit up straight. The patient reported they turned stimulation down at night because the stimulation came on strong. The patient stated when they were standing or sitting up straight, they didn¿t feel stimulation, and asked if it was normal to feel strong stimulation. The patient reported they had been on different programs and they were not getting relief and wanted to know if they could try a different program. The patient reported being on program 3 for 2 weeks and had no success, their symptoms went back to how they were prior to surgery with urgency and pressure. The patient stated they were on program 2 for 2 weeks and that worked well for the bladder but no the bowel. The patient stated the healthcare provider told them to use program 1 last because it was the strongest program. The patient also noted they lead site area and lower back tailbone area had been itching a lot and it was not going away. The patient noted having a pacemaker on the same side as the implant, and their healthcare provider told them the device should not affect each other. The patient was redirected to their healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that if she is sitting, laying, or doing anything that causes leaning/pressure on the implant site, she feels stinging, burning, and soreness. The patient stated this issue started after surgery. The patient reported that she has always had some discomfort that she initially thought was part of the healing process. The indicated these started since implant.